Event description:
It was reported that it was not possible to program the device and it wasn't responding to the reprogrammed settings. A manual guided reset was conducted successfully and the device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Performance data collected from the device was analyzed and revealed a diagnostics problem, with a partial reset counter=2, fw reason hex=1004 telemetry restore special command received, on (B)(4) 2012.